Event description:
The rptr indicated that the device is being returned because during an implant, the atrial lead could not be inserted into the header. The atrial lead did fit into the ventricular channel. The leads were a different mfrs.